Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when testing the dreamtome during the preparation, the device would not release it's bow. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, when testing the dreamtome during the preparation, the device would not release it's bow. The procedure was completed with another dreamtome rx sphincterotome.there were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the working length and distal tip were twisted. A functional evaluation found that the device was not bowing in plane and when the handle was released the device would not completely release the bow due to the twisted working length. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.